Manufacturer narrative:
Based on the reported issue, physio had recommended that the device's therapy connector assembly and hard paddles assembly be replaced.  It was later confirmed by the biomedical engineer that the customer declined repairs.  The biomedical engineer advised that proper device operation had been observed when the device was being used with the quik combo therapy cable, so the customer requested that the unit be returned to them un-repaired with the cable only.   The device has not been returned to physio-control for evaluation.   The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a set of hard paddles was connected. As a result, defibrillation may not be possible. The customer advised that the device does detect when a therapy cable assembly is connected. There was no patient use associated with the reported event.